Event description:
In 2002, the pt was implanted with a vented electric left ventricular device (lvad). In 2004, the hospital contacted the manufacturer reporting that a pt had been having red heart alarms with suspected end of pump life. A meeting was held with the surgeon and it was discussed that if the pt had any more red heart alarms at home the pt should come into the hospital to be placed on ip console. The pt had another red heart alarm at home, came into the hospital and was placed on stroke volume limiter. The nurse called the manufacturer to report these events, also asking questions about company's infection control guidelines. Pt is scheduled for a pump replacement the following day.